Event description:
Consumer called to report accuracy issues with his logic meter. Analysis run on clark error grid using mean avg meter reading (250) as ref. Point vs. Bd readings (150, 350) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.